Event description:
The customer reported intermittent low ma error. A ma and filament calibration were performed.

Manufacturer narrative:
The ge service rep was unable to duplicate the error. However, they noted an error in logs. The was zeroed ma null adjustment performed filament calibration. System tests satisfactory at this time with no lo ma errors displayed.